Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A home patient reported connecting to the homechoice device after therapy had initiated, during initial drain. This constitutes a use-error, as the patient failed to follow the therapy steps provided to them. The homechoice was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported in association with this event. No additional information is available.